Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that their avea comp clio ventilator was not ventilating. The customer also claimed that there was user interface module issue since it was showing an asterisks sign on inlet pressure result. At this time, patient involvement is unknown.